Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty placing the left ventricular (lv) lead due to dislodgment/unstable location. The lead exhibited unacceptable pacing thresholds, and phrenic nerve/diaphragmatic stimulation. The lead was removed and an alternative lead was utilized. It was noted the patient is currently enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.